Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. The pump was received with normal operating currents and passed all functional testing including the self-test, error test , displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No moisture damage was found on the motor, battery tube and vibrator assembly. However, moisture damage was found on the electronic assembly during visual inspection. The pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating moisture damage from the insulin pump. The customer's blood glucose reading was 123 mg/dl. The customer stated that he was in the stands at a game and the pump got soaked in the rain. The customer stated that there is fluid under the lcd display. The customer stated that there are no cracks or other issues with the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.